Manufacturer narrative:
Device has returned for evaluation and an investigation has been opened to review device history record, and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: (B)(6) male undergoing a tavr procedure, with 18fr manta for closure. Depth measured at 1.75 +1. Vessel size was 9.7mm with mild posterior calcium. Valve inserted and deployed too ventricle. Snared valve to pull back a bit and pulled into aorta. Multiple snares to position first valve in ascending aorta. Multiple sheath exchanges. Second valve inserted and deployed in proper location. Valve deployment system removed and 18fr manta sheath inserted. Manta device inserted and deployed at proper depth. No bleeding noted. Act was 306, but 50% protamine wasn't given. Bp was 98/65. No final angiogram was taken. Multiple attempts for doppler pulses, but no pulses. Physician accessed the lfa and did an angiogram of rfa, which noted total occlusion of the rfa just proximal to manta. Multiple attempts to open vessel, but patient required surgical intervention to repair rfa. Surgical visualization of vessel proved excessive calcium shift, possibly from multiple sheaths and device insertion. Vessel repaired. Patient is doing well.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record reviewed, indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, difficulty was experienced while inserting the procedural sheath. During the tavr procedure, the first valve was inserted to ventricular, snared to pull back, but was snared into the aorta. Multiple snares were performed to re-position the valve correctly. Multiple sheathes were exchanged to accommodate the corrective actions. Following the second valve placement, the manta closure device was deployed, and hemostasis was immediate. Multiple dopplers performed indicated no pulses. An angiogram taken revealed a total occlusion proximal to the manta. Multiple balloon attempts were unsuccessful and surgical intervention was required. The surgeon reported "the manta device just got lost in the vessel and an excessive calcium shift" was visually seen during the surgical intervention. The root cause of the occlusion is likely from the combination of vessel damage incurred during the initial access and the excessive calcium dislodged within the vessel causing the manta to adhere to plaque or a dissection flap creating the blockage. The IFU was reviewed and confirmed to list the safety and effectiveness of the manta device has not been established in the following patient populations: patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Procedure requirements: activated clotting time (act) should be below 250 seconds prior to closure, and no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.